Event description:
It was reported that the surgeon prepared the insertion site with a 3.8 awl into somewhat hard bone during a rotator cuff repair. The anchor/inserter interface stripped when the anchor was almost completely seated. The surgeon left the anchor in and completed the repair with additional anchor. No pt injury or complications were reported.

Manufacturer narrative:
Device is not being returned for eval. Pts bone qual may have been a contributing factor in its breakage. IFU states this anchor is not recommended for use in hard bone.